Event description:
On (B)(4) 2012 the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) up to 465 mg/dl with no reported signs or symptoms of hyperglycemia. The patient was reportedly treated with insulin injections, and there was no reported medical intervention. The reported bg excursion does not meet the definition of a serious injury. The reporter stated that the elevated bgs occurred in conjunction with air bubbles in the cartridge and in the tubing. She stated that the issue with the air bubbles has only been occurring for the past week. The reporter was having trouble removing the bubbles from the cartridge and the tubing, and stated that a new cartridge had to be filled daily while the issue was occurring. Troubleshooting indicated no damage to the cartridge, luer lock, or the tubing. The reporter was advised to contact the patient's hcp and diabetes management trainer for hands on review of cartridge filling and debubbling techniques. The reporter stated that the cartridge and site/set would be changed so the patient could resume insulin pump therapy. There has been no further reported incident. This complaint is being reported because air bubbles in the cartridge can lead to under-delivery of insulin.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.